Manufacturer narrative:
The product was not returned for evaluation therefore root cause of the problem cannot be determined. Manufacturing records for this lot were reviewed and did not reveal any discrepancies, design, or quality concerns.

Event description:
Patient with a mid-right m1 occlusion. Penumbra bmx 96 sheath and freeclimb 70 system were used and aspiration was initiated. Catheters were withdrawn with some resistance, and it was found the freeclimb 70 tip had separated. Imaging showed the tip embolized to the anterior segment (a1/a2), but did not cause an infarct and blood flow continued, therefore removal was not attempted. Second pass with a new freeclimb 70 system performed without incident but unsuccessful. Third pass with a stent retriever performed and the clot in the m1 was removed. Physician noted the clinical condition of the patient continued to deteriorate from the original infarct, and the embolized tip appeared to have no clinical impact on the patient.